Event description:
Hill-rom received a report from the account stating the brake was not holding. The bed was located at the account in the bed shop. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found the brake caster not holding most likely due to normal wear and tear. A search of the hill-rom maintenance records did not show hill-rom performing any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the brake caster to resolve the issue. Based on this information, no further action is required.